Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventilator failed while it was connected to a pt. The pt was reported to be removed from the ventilator at the time. The pt died. (B)(4).